Event description:
Ous MDR - after an implantation time of about 89 months, oversensing without shock deliveries was reported. During the revision, a kink of the rv lead could be observed in the area of the coil. Both leads were exchanged and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
In the returned state, the leads complained about were in fragments. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were found at the lead fragment of the selox jt. In particular at 11 cm and 12 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage can with high probability be regarded as the cause for the mentioned interference signals in the ra channel. The observed damage manifestation leads to the assumption of friction at the generator and at the linox td. The multiple abrasion signs at the linox td also speak for mutual abrasion. However, the insulation at the available fragment of the linox td was intact. At the available fragment, no deviations could be found that would explain the mentioned interference signals in the rv channel. The conductor fracture of the rope conductor to the rv shock electrode at the fragment of the linox td can with high probability be explained by high tensile forces during the explantation process. There were no indications of material defects or manufacturing errors.